Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system could not be calibrated. An alternate device was employed for the procedure. The user reported that surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.